Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause for the annular rupture is unknown. There were no concerns of annular rupture during the tavr procedure; the patient¿s sinuses were not obliterated, and the valve was of appropriate size for the patient¿s annulus. It is possible patient factors [elderly female patient with severe aortic root calcification] may have contributed to the event. In addition, per report, it is possible the annular rupture may have been a spontaneous rupture. Imaging was requested, however only the pre-tavr screening imaging was provided. No additional information has been received. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4) investigation of this event is ongoing.

Event description:
Two days post transfemoral tavr procedure the patient was returned to the operating room as a result of a ruptured annulus. It is unknown if the valve caused the rupture or if it was spontaneous. The perioperative echo showed no evidence of rupture or pericardial effusion.